Event description:
A customer observed patient sample results associated with the wrong patient demographics on the eci analyzer. No erroneous results were reported. Mis-association of patient demographics and results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found the customer reuses sample ids. It a sample is not processes to completion the sample programming information including the demographics are retained within the analyzer in a "pending" state. Reusing the sample ID on a different sample without completion of the original request will cause the original information to be carried forward. User error is the root cause of this event.